Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no corrosion found on keypad. Button response functioned properly. The connector connected properly. Insulin pump received with crack on reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump has intermittent button response. Nothing further reported.